Manufacturer narrative:
The philips field service engineer (fse) was advised that the measurement of oxygen saturation was interrupted by a fault in the spo2 cable. A philips product support engineer looked at the information/logs provided. The pse found that the device in use is a picix version b.02.12. These older central station versions do only log a limited number of technical alarms, those that can be configured to as a red or yellow alarms. ¿spo2 sensor malfunction¿ cannot be configured as a red or yellow inop and thus cannot be seen in the audit logs of these older central station versions. Excerpt from instructions for use (IFU) for intellivue patient monitor mx100/x3, release r.0, chapter 3, alarms states: most inops are light blue, however there are a small number of inops which are always yellow or red to indicate a severity corresponding to red and yellow alarms. The following inops can also be configured as red or yellow inops to provide a severity indication: ECG leads off nbp cuff overpress cuff not deflated occlusion spo2 label no pulse press label no pulse tele disconnected battery empty / replace battery the monitors ¿review alarms window¿ would have shown information on the alarms that had been present in the night of 8-oct-2025 but, were no longer present so could not be reviewed. However, since only a limited number of these alarms are stored in the ¿review alarms¿ section and then is overwritten by newer data, the information from 8-oct-2025 were no longer present so could not be reviewed. Generally, technical alarm (inops - inoperative states) alert the clinical staff to a situation where the monitor is not able to properly monitor a measurement parameter or provide physiological alarms. Excerpt from instructions for use (IFU) for intellivue patient monitor mx100/x3, release r.0, chapter 3, alarms states: inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded. Inops without this audible indicator indicate that there may be a problem with the reliability of the data, but that monitoring is not interrupted. According to the information in the allegation an ¿spo2 sensor malfunction¿ inop was issued at the time of the event. There is additional information available what to do when this inop occurs ¿ either via the ¿review alarms window¿ on the monitor or via the IFU. This will explain to the staff, what should be done in case of a specific technical alarm (inop). Excerpt from instructions for use for intellivue patient monitor mx100/x3, release r.0, chapter 3, alarms, section review alarms window: if you select an alert other than a high or low alarm, a help text window opens with more information. Some items in the list are simply log items not related to a patient alert as such (for example, alarms on or alarms off). You cannot see any further information if you select one of these items. When you close these windows you will return to the review alarms window. For an spo2 sensor malfunction there is the following recommendation: excerpt form IFU for intellivue patient monitor mx100/x3, release r.0, chapter 4, patient alarms and inops, technical alarms, section spo2 inops: "inop message, indication - spo2 label -sensor malf numeric replaced by ? Inop tone. What to do: the spo2 sensor or adapter cable is faulty. Try another adapter cable or sensor. If the inop persist contact your service personnel". The spo2 adapter cable was replaced from customer stock to resolve the issue. Philips has performed an issue impact assessment regarding a high failure rate for this cable. The evaluation concluded that this risk was already assessed in the product risk management file and therefore does not pose an additional patient risk. Whereas the cables do not meet the established performance specifications for service life. Research and development, however, is working on an enhancement for these adapter/extension cables. A timeline for the release of a new cable version is not available yet. The customer will be notified of the findings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the spo2 measurement was interrupted and a technical inop alarm was generated indicated 'sensor defective'; however, during this time, there was an oxygen desaturation. Based on the bfarm report, the salesperson indicated it was assumed there was no delay in care and no actual patient harm. In addition, this conclusion matched the conversation that sales had with the customer prior to submitting the feedback form. Additionally, it is reiterated that the nursing staff witnessed the desaturation event at the time of the sensor issu, so there was no continued desaturation related to the philips device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: (B)(6). Reporter phone #: unknown; n/a.